Event description:
It was reported to medtronic neurosurgery that the device had cracked at an unverifiable location after the surgery.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. No impact to the pt was reported.